Event description:
On 04/06/2017: this case was initially received via regulatory authority (B)(4) (reference number: (B)(4)) on 06-apr-2017. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of salpingitis ("dystrophic and inflammatory uterine tubes with signs of chronic salpingitis") in a (B)(6) female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: no concomitant gynaecological and non-gynaecological conditions, no known allergies. Concomitant products included anesthetics and general in 2006 for procedural pain. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful abdomen during menstruation and also in the evening"), menorrhagia ("haemorrhagic menstrual periods for 10 days with intense pain"), abdominal distension ("swollen abdomen during menstruation and also in the evening"), abdominal pain ("abdominal pain"), abdominal rigidity ("very tense abdomen during menstruation and also in the evening"), pruritus ("itching"), arthralgia ("pain in hip / diffuse joint pain in knees, hips, shoulders and elbows"), musculoskeletal pain ("pain in buttocks and shoulder blade"), dry eye ("dry eyes"), visual impairment ("visual disturbances"), dizziness ("dizziness, dizzy spells"), palpitations ("palpitations"), dyspnoea ("shortness of breath"), migraine ("major migraines") with nausea and sensation of foreign body, fatigue ("constant crushing fatigue"), psoriasis ("psoriasis"), night sweats ("excessive night sweats"), restlessness ("restlessness"), paraesthesia ("feeling of electricity in legs"), headache ("feeling of electricity in head, marked headaches"), dyspnoea exertional ("dyspnoea on effort"), asthenia ("major asthenia"), nervous system disorder ("neurological disturbances"). In 2014, the patient experienced rheumatic disorder ("rheumatism symptoms worsened"). The patient was treated with surgery (on (B)(6) 2017, total hysterectomy with bilateral salpingectomy via vagina with laparoscopy. Preparation). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the salpingitis, menorrhagia, abdominal distension, abdominal rigidity, pruritus, dry eye, visual impairment, dizziness, palpitations, dyspnoea, fatigue, psoriasis, night sweats, restlessness, paraesthesia, dyspnoea exertional, rheumatic disorder and nervous system disorder outcome was unknown, the dysmenorrhoea, arthralgia and abdominal pain had resolved, the migraine and headache was resolving, and the asthenia had not resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain, abdominal rigidity, arthralgia, asthenia, dizziness, dry eye, dysmenorrhoea, dyspnoea, dyspnoea exertional, fatigue, headache, menorrhagia, migraine, nervous system disorder, night sweats, palpitations, paraesthesia, pruritus, psoriasis, restlessness, rheumatic disorder, salpingitis, visual impairment, and musculoskeletal pain with essure (ess205). The reporter commented: several years after placement of the essure inserts, the patient developed musculoskeletal pain, abdominal pain, menorrhagia, dry eyes, visual disturbance, dizzy spells, palpitations and dyspnoea on effort. Accompanied by migraine. In 2014, rheumatism symptoms worsened. Aetiological work-up was negative. Major asthenia and neurological disturbances. Pathological anatomy examination after total hysterectomy with bilateral salpingectomy showed normal uterus, dystrophic and inflammatory uterine tubes with signs of chronic salpingitis. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). On (B)(6) 2006: gynecological examination for essure placements: procedure under general anaesthetic, with no difficulties. In (B)(6) 2017: abdominal x-ray: insert in place in 2014: aetiologic workup for worsened rheumatism symptoms: negative. In (B)(6) 2017: skin allergy test, allergy test for nickel: result pending (lymphocyte activation test not done). On (B)(6) 2017: pathological anatomy examination after hysterectomy, bilateral salpingectomy: normal uterus. Dystrophic and inflammatory uterine tubes with signs of chronic salpingitis. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: gynecologist answered to follow up request, reported patient's age, bmi, no concomitant or gynecologic conditions, no known allergies, essure placed on (B)(6) 2006 under general anaesthetic, with no difficulties, 3-month confirmatory test: plain film of abdomen normal, essure removed on (B)(6) 2017. New events added (musculoskeletal pain, rheumatism symptoms worsened, abdominal pain, major asthenia and neurological disturbances, pathology exam. Showed inflammatory uterine tubes with signs of chronic salpingitis). Post-operative visit at 1 month: resolution of pain - less marked headaches - asthenia still present. Company causality comment: this spontaneous consumer report, received via health authority , refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced painful abdomen during menstruation and also in the evening, whereupon she underwent total hysterectomy with bilateral salpingectomy via vagina with laparoscopic preparation, 11 years after insertion. Upon follow-up, the pathological anatomy examination was received and showed dystrophic and inflammatory uterine tubes with signs of chronic salpingitis. The events, seen as dysmenorrhea and salpingitis respectively, are anticipated in the reference safety information of essure. Pelvic, abdominal, or uncharacterized pain may occur after the insertion or during the use of essure, but different causes (also non-gynecological) are possible. In this particular case, the chronic salpingitis could alternatively explain the pain, but considering the nature of the event, a causality of essure cannot be excluded (related). Upper genital tract infections, also referred to as pelvic inflammatory diseases (pids), occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. Essure may, due to a bacterial contamination during insertion, become a vehicle for microbial transport. In this particular case, a chronic salpingitis was described, however, considering the nature of event, a causal relationship cannot be excluded. This case was classified as incident in line with the ha assessment and due to device removal. A product technical analysis is expected. Active follow-up cannot be pursued in this ha case.

Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 06-apr-2017. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of salpingitis ("dystrophic and inflammatory uterine tubes with signs of chronic salpingitis") and dysmenorrhoea ("painful abdomen during menstruation and also in the evening") in a (B)(6) female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: no concomitant gynaecological and non-gynaecological conditions, no known allergies. Concomitant products included anesthetics and general in 2006 for procedural pain. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2014, the patient experienced rheumatic disorder ("rheumatism symptoms worsened"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("haemorrhagic menstrual periods for 10 days with intense pain"), abdominal distension ("swollen abdomen during menstruation and also in the evening"), abdominal rigidity ("very tense abdomen during menstruation and also in the evening"), pruritus ("itching"), arthralgia ("pain in hip / diffuse joint pain in knees, hips, shoulders and elbows"), musculoskeletal pain ("pain in buttocks and shoulder blade, musculoskeletal pain"), dry eye ("dry eyes"), visual impairment ("visual disturbances"), dizziness ("dizziness, dizzy spells"), palpitations ("palpitations"), dyspnoea ("shortness of breath"), migraine ("major migraines") with nausea and sensation of foreign body, fatigue ("constant crushing fatigue"), psoriasis ("psoriasis"), night sweats ("excessive night sweats"), restlessness ("restlessness"), paraesthesia ("feeling of electricity in legs"), headache ("feeling of electricity in head, marked headaches"), dyspnoea exertional ("dyspnoea on effort"), asthenia ("major asthenia"), nervous system disorder ("neurological disturbances") and abdominal pain ("abdominal pain"). The patient was treated with surgery (essure removed via total hysterectomy with bilateral salpingectomy by the vaginal route) and surgery (on (B)(6) 2017, total hysterectomy with bilateral salpingectomy via vagina with laparosc. Preparation). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the salpingitis, menorrhagia, abdominal distension, abdominal rigidity, pruritus, dry eye, visual impairment, dizziness, palpitations, dyspnoea, fatigue, psoriasis, night sweats, restlessness, paraesthesia, dyspnoea exertional, rheumatic disorder and nervous system disorder outcome was unknown, the dysmenorrhoea, arthralgia, musculoskeletal pain and abdominal pain had resolved, the migraine and headache was resolving and the asthenia had not resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain, abdominal rigidity, arthralgia, asthenia, dizziness, dry eye, dysmenorrhoea, dyspnoea, dyspnoea exertional, fatigue, headache, menorrhagia, migraine, musculoskeletal pain, nervous system disorder, night sweats, palpitations, paraesthesia, pruritus, psoriasis, restlessness, rheumatic disorder, salpingitis and visual impairment with essure (ess205). The reporter commented: several years after placement of the essure inserts, the patient developed musculoskeletal pain, abdominal pain, menorrhagia, dry eyes, visual disturbance, dizzy spells, palpitations and dyspnoea on effort. Accompanied by migraine. In 2014, rheumatism symptoms worsened. Aetiological work-up was negative. Major asthenia and neurological disturbances. Pathological anatomy examination after total hysterectomy with bilateral salpingectomy showed normal uterus, dystrophic and inflammatory uterine tubes with signs of chronic salpingitis. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Abdominal x-ray - in (B)(6) 2017: insert in place. Allergy test - in (B)(6) 2017: allergy test for nickel, result not provided. On (B)(6) 2006: gynecological examination for essure placements: procedure under general anaesthetic, with no difficulties. In 2014: aetiologic workup for worsened rheumatism symptoms: negative. In (B)(6) 2017: skin allergy test: result pending (lymphocyte activation test not done). On (B)(6) 2017: pathological anatomy examination after hysterectomy, bilateral salpingectomy: normal uterus. Dystrophic and inflammatory uterine tubes with signs of chronic salpingitis. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 22-may-2017 for the following meddra preferred term: pelvic pain - analysis in the global safety database 116 revealed cases. Salpingitis- analysis in the global safety database 55 revealed cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: based on complaint as reported, the complainant did not mention a malfunction or difficulty related to the essure device usage, therefore a manufacturing quality defect from the device is unconfirmed. Based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 22-may-2017: quality-safety evaluation of ptc. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(4) on 06-apr-2017. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of salpingitis ("dystrophic and inflammatory uterine tubes with signs of chronic salpingitis") and dysmenorrhoea ("painful abdomen during menstruation and also in the evening") in a (B)(6) -year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: no concomitant gynaecological and non-gynaecological conditions, no known allergies. Concomitant products included anesthetics and general in 2006 for procedural pain. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2014, the patient experienced rheumatic disorder ("rheumatism symptoms worsened"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("haemorrhagic menstrual periods for 10 days with intense pain"), abdominal distension ("swollen abdomen during menstruation and also in the evening"), abdominal rigidity ("very tense abdomen during menstruation and also in the evening"), pruritus ("itching"), arthralgia ("pain in hip / diffuse joint pain in knees, hips, shoulders and elbows"), musculoskeletal pain ("pain in buttocks and shoulder blade, musculoskeletal pain"), dry eye ("dry eyes"), visual impairment ("visual disturbances"), dizziness ("dizziness, dizzy spells"), palpitations ("palpitations"), dyspnoea ("shortness of breath"), migraine ("major migraines") with nausea and sensation of foreign body, fatigue ("constant crushing fatigue"), psoriasis ("psoriasis"), night sweats ("excessive night sweats"), restlessness ("restlessness"), paraesthesia ("feeling of electricity in legs"), headache ("feeling of electricity in head, marked headaches"), dyspnoea exertional ("dyspnoea on effort"), asthenia ("major asthenia"), nervous system disorder ("neurological disturbances") and abdominal pain ("abdominal pain"). The patient was treated with surgery (essure removed via total hysterectomy with bilateral salpingectomy by the vaginal route) and surgery (on (B)(6) 2017, total hysterectomy with bilateral salpingectomy via vagina with laparosc. Preparation). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the salpingitis, menorrhagia, abdominal distension, abdominal rigidity, pruritus, dry eye, visual impairment, dizziness, palpitations, dyspnoea, fatigue, psoriasis, night sweats, restlessness, paraesthesia, dyspnoea exertional, rheumatic disorder and nervous system disorder outcome was unknown, the dysmenorrhoea, arthralgia, musculoskeletal pain and abdominal pain had resolved, the migraine and headache was resolving and the asthenia had not resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain, abdominal rigidity, arthralgia, asthenia, dizziness, dry eye, dysmenorrhoea, dyspnoea, dyspnoea exertional, fatigue, headache, menorrhagia, migraine, musculoskeletal pain, nervous system disorder, night sweats, palpitations, paraesthesia, pruritus, psoriasis, restlessness, rheumatic disorder, salpingitis and visual impairment with essure (ess205). The reporter commented: several years after placement of the essure inserts, the patient developed musculoskeletal pain, abdominal pain, menorrhagia, dry eyes, visual disturbance, dizzy spells, palpitations and dyspnoea on effort. Accompanied by migraine. In 2014, rheumatism symptoms worsened. Aetiological work-up was negative. Major asthenia and neurological disturbances. Pathological anatomy examination after total hysterectomy with bilateral salpingectomy showed normal uterus, dystrophic and inflammatory uterine tubes with signs of chronic salpingitis. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Abdominal x-ray - in (B)(6) 2017: insert in place. Allergy test - in (B)(6) 2017: allergy test for nickel, result not provided. On (B)(6) 2006: gynecological examination for essure placements: procedure under general anaesthetic, with no difficulties. In 2014: aetiologic workup for worsened rheumatism symptoms: negative. In (B)(6) 2017: skin allergy test: result pending (lymphocyte activation test not done). On (B)(6) 2017: pathological anatomy examination after hysterectomy, bilateral salpingectomy: normal uterus. Dystrophic and inflammatory uterine tubes with signs of chronic salpingitis. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case, a search in the database was performed on (B)(6) 2017 for the following meddra preferred terms: dysmenorrhoea. The analysis in the global safety database revealed 116 cases. Salpingitis. The analysis in the global safety database revealed 55 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: based on complaint as reported, the complainant did not mention a malfunction or difficulty related to the essure device usage, therefore a manufacturing quality defect from the device is unconfirmed. Based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: correction following company internal review: the search in the database for the list of device similar incidents was performed for pt dysmenorrhoea (not pelvic pain as previously reported). Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.